Manufacturer narrative:
(B)(4). Evaluation, results: (hemorrhage).

Event description:
One endeavor sprint rapid exchange drug eluting stent was implanted in the proximal rca during the index procedure. Approximately 8 months later the patient was hospitalized for anemia. Patient was presumed to have a slow bleed from the small bowel and was given packed red blood cells. The results of an endoscopy and colonoscopy were normal. The investigator reports that the event was probably related to the antiplatelet study drug. Patient recovered with treatment. Approximately 3 weeks following the bleeding event, the patient was admitted with weakness and chest pain. A mi was ruled out and atrial fibrillation was confirmed. Patient was treated with medication (solatol) and recovered with treatment. The investigator reports that the event was not related to the study device/drug/procedure.